Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had an lps proximal tibial replacement 3 years ago for osteosarcoma. She had a recent fall and x-ray showed that the cemented stem was bent. The surgeon brought her back to the or to revise the stem. During the revision surgery, the stem was removed and a longer, bigger cemented stem was implanted. The surgeon feels that this implant should not have fatigued and bent this early on. Other primary implants remains insitu (srom femur xsm, 31 fem sleeve, 75x14 stem, lps prox tib, 35 and 40mm segment. 10x100 cemented stem was exchanged for 12x125 cemented stem. Patient consequence? Yes. Patient consequence description:required revision surgery. Action taken for procedure:bent stem and cement was removed and a longer, bigger cemented stem was implanted. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. An x-ray image representing the reported device was included for review. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.